Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this event and failure analysis investigation was completed. Failure analysis confirmed the reported complaint. The instrument was placed on an in-house da vinci system and passed initialization. The stapler was able to clamp and fire however was unable to roll. The housing was removed and the bearing that mates with the roll friction lock was found to be broken. The bottom of the bearing broke off and the bearing was no longer able to spin. The bearing outer shell was broken at the roll friction lock. Roughly 1/4 of the shell broke off; however the broken piece was not returned. Most of the bearing balls were still installed in the bearing cage. The bearing breakage likely contributed to the lack of roll motion. The cause of the breakage was determined to be related to stress corrosion cracking. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the movement of the endowrist stapler 45 was non-intuitive. There was no report of fragments falling into a patient, patient harm, adverse outcome or injury.